Event description:
Globus medical received notification from the hospital via a telephone call stating that a globus manufactured spacer shattered during surgery. It was reported to globus that, "sustain spacer shattered during surgical procedure with dr. Deol. The part broke into four pieces." Broken spacer was returned to globus medical for evaluation.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the report. A review was conducted on all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The spacer was returned for test and evaluation. The first observation is that the spacer appears to have been damaged during surgery. Product development engineering confirmed the complaint and listed it as indeterminate. They further listed, "broke due to improper impaction, no change required."